Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation performed though photograph: visual analysis of the photograph observed a little fluid is seen inside the device. Device analysis performed through photograph, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The reason for reoperation: implant exchange due to patient's concern with textured product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported a left side implant exchange due to concerns with textured product. Healthcare professional additionally reported a rupture. Device has been explanted.